Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been update and for investigation summary. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-jun-2024/ serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 19-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-jun-2024/ serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 30-jun-2024/ serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 17-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: four batteries (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed instances involving (B)(6) where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. As a result, the reported event was confirmed. The batteries were lubricated prior to release. Possible root causes of the communication errors can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer received additional product performance data for three (3) batteries, manufacturer's analysis subsequently revealed batteries with communication error. The three (3) batteries remain in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer received product performance data. The manufacturer's analysis subsequently revealed communication error. The battery remains in use. No patient complications have been reported as a result of this event.